Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to do anything with the device. Customer stated that the insulin pump was in his pants while running. Customer's blood glucose reading at the time of the call was 10.5 mmol/l. No further information reported.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot and a missing end cap sticker.